Manufacturer narrative:
Customer alleged that at the end of a kvct of a patient, the table went into the bore and the machine stayed in progress. The machine was subsequently turned off. There are no known injuries. The investigation found that when the issue occurs, the scs appears to hang immediately after kv delivery completes. The couch continues to move into the bore until the user intervenes or the couch reaches the end stop. Possible causes include a deadlock or an unhandled exception that causes several threads to go down. In all instances, kv radiation stops at the expected time (before the issue arises). An anomaly was identified. Total risk is acceptable. The customer can clear the issue with a reboot. In conclusion, there have been no injuries. The system has been rebooted and no further actions are required. The issue is being tracked and fixed through the anomaly.

Manufacturer narrative:
Customer alleged that at the end of a kvct of a patient, the table went into the bore and the machine stayed in progress. The machine was subsequently turned off. Issue is still under investigation.

Event description:
There had been unexpected couch movement at the end of a kilovoltage computed tomography (kvct).